Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "pacing did not start during patient use." There was no impact to the involved patient as the users switched to a different defibrillator to deliver therapy. After this event, the customer identified a pacer failure in opcheck.